Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc). Isometrics were performed, and no noise was observed. All electrical measurements were within normal ranges. The lead remains in use. No adverse patient effects were reported. Additional information indicates that the physician will continue to monitor the patient. No adverse patient effects were reported.